Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. Device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. It had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a frozen screen. She removed and reinserted the battery and received a battery out limit alarm and the buttons would not respond. Blood glucose value was 489 mg/dl; treated with insulin pen. The customer also mentioned that the insulin pump felt hot. No significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.